Event description:
On 9/29/2022, it was reported by an arthrex employee via email that an ar-8925t syndesmosis tightrope suture broke during adjustment. A new product was used to complete the case without further issues. This was discovered during an unspecified procedure on (B)(6) 2022. Additional information received on 10/4/2022: this was discovered during a intertribal fixation procedure. All broken fragments were retrieved and case was completed with another r-8925t syndesmosis tightrope.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces; however, due to the device not being returned, we are unable to confirm the reported event.